Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025m in length. The optical fiber was also found to be broken at this location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab developed a leak. Therapy was stopped and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Correction: 'device evaluated by manufacturer' was left blank in the previous emdr submission, but should have reflected yes. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab developed a leak. Therapy was stopped and the iab was removed. There was no reported injury to the patient.